Event description:
(B)(4). No serious injury alleged. Malfunction alleged.provider states lift parts, arm and the plastic piece, has expanded and the holes are elongated. MDR filed.

Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged.provider states lift parts, arm and the plastic piece, has expanded and the holes are elongated. (B)(4).